Manufacturer narrative:
A sample product was not returned for analysis. The lens remains implanted. Product history records show that lens met release criteria. A root cause for the event can not be determined. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after inserting an intraocular lens (iol) into a patient's eye, there was a piece of acrylic material stuck to the back of the iol. The surgeon attempted to remove it but failed. The material was not in the optical zone, so he left it implanted. There is no harm to the patient.